Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient's pump malfunctioned and was admitted to hospital on (B)(6) 2018 due to pump not controlling pain. It was confirmed by someone that there should still be medication in the pump. It was considered a sudden change in therapy/symptoms. It was unknown when symptom started. No further complication was reported.